Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery utilizing an ipsilateral approach. The 99% stenosed target lesion was located in a severely calcified vessel below the knee. After a 4.5fr non-bsc introducer sheath was engaged and a non-bsc guide wire crossed the lesion, a 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres, the balloon ruptured. Subsequently, the device was replaced with a 2.5mm x 40mm coyote¿ es balloon catheter. The device was advanced but failed to cross the lesion. A 2mm non-bsc balloon catheter was then advanced and dilation was performed, but sufficient dilation was not obtained. Despite this, the procedure was completed. No patient complications nor injuries were reported.